Manufacturer narrative:
(B)(4). The initial manufacturer report stated the device received a software upgrade which was incorrect and has been updated. Baxter has initiated an approved remedial action; however this device has a version of software that does not have an approved software update.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced. System error 322 was confirmed through review of the event history log and caused by an out of specification lower latch switch gap. The device was calibrated to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. The software was upgraded per the approved remedial action activities.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.